Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows. During an operation, a connecting screw for insertion of the dynamic hip system was broken. There was no impact on the procedure and the operation was finished successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the measurable dimensions of the device were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation shows that the threaded tips are completely broken off. The exact cause which has led to this occurrence cannot be determine. The complaint condition is likely the result of a mechanical overload.